Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received for evaluation. As received, the balloon was found to be ruptured at central area. The balloon latex was released from the distal winding to check balloon edges at the rupture. The ruptured edges did not appear to match. Through lumen was patent without any leakage or occlusion. No other visible damage was found from the catheter body and windings. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. As part of the manufacturing process, all units go through balloon and winding inspection process. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. A definite root cause could not be established. As per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter did not inflate. There was no allegation of patient injury. The device was received for evalaution and the balloon was found to be ruptured at the central area. The ruptured edges did not appear matching at the rupture. Patient demographics unable to be obtained.